Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h4, h6: device history record (DHR) review conducted: part number: 314.116, lot number: 40p1362, manufacturing site: haegendorf, release to warehouse date: 25 february 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery with stardrive screwdriver shaft. During insertion of proximal locking screw in distal femoral plate, the stardrive screwdriver shaft and the screw head could not be attached. The surgeon immediately replaced it with another stardrive screwdriver shaft in the instrument set, which was attached without any problem, and the surgery was completed. After surgery, the surgeon and nurse visually checked the appearance and found that the relevant screwdriver shaft appeared to be deformed, with the corners of the stardrive shaved off. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unk - screws: nail proximal locking (part# unknown; lot# unknown; quantity: unknown) unk - plates: distal femur(part# unknown; lot# unknown; quantity: unknown) this report is for one (1) scrdriver shaft 3.5 t15 self-holding f/a this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received e3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.